Event description:
It was reported by service report that the left siderail would not latch in the up position and the brakes were not properly engaging. No pt involvement or adverse consequences are reported.